Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead became dislodged and was repositioned on (B)(6) 2012. This lead remains actively implanted. Should add'l info become available, this file will be updated.